Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I have been involved in a case today of a revision of a revised tkr, sigma ps. The original surgery date was 12 years ago (date will be confirmed), on opening the patient the cavity was covered in metallosis and metal particles. On removal of the femur the adaptor and bolt seem to be loose. Implants have been sent for decontamination. Serial numbers and dates will be confirmed.